Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. The spindle housing was confirmed to be damaged.

Event description:
It was reported that during an oral case at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during an oral case at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.